Manufacturer narrative:
The device history and traceability records were reviewed for the contour® next gen with sku 7922 and serial (B)(6), which indicated that the meter was set with correct units of measure in mg/dl for the us market. The meter was intended for and distributed in the us market. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® next gen meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer reported that the contour® next gen meter purchased in the us was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.